Event description:
Customer reported iris pot errors on boot up. No pt injury was reported.

Manufacturer narrative:
A ge rep evaluated the system and calibrated the collimator stops. System operates as intended. (B) (4).